Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer reported the dynablast putty 5cc was moldy. It was not used on a pt.